Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from the pigtail. Customer¿s blood glucose level ranged from 240-260 mg/dl. The customer reverted to alternate therapy for diabetes management.